Event description:
Healthcare professional reports that treatment was applied to the patient as a precaution. Patient recovered one month post injection.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with 0.7 ml juvéderm¿ volift¿ with lidocaine in the lips. The following day, patient presented with the complaint of "erythema of top lip, right side and vesicles on area close to the nose." Cefaks (cefuroxime 50 mg) 2x1 and aspirin (acetylsaliciylic acid, 3x1) provided as treatment. "250 units hyaluronidase (applied in 3 times), next day 150 units more product." Symptoms are ongoing.